Event description:
Distortion abnormal of the toe after the surgery requiring an additional surgery.

Manufacturer narrative:
X-ray inspection by surgeon designer of the smart toe confirmed the abnormal distortion of the toe. Implant did not work as planned due to the surgical technique of the surgeon. The root cause of this event is user error. As instructed by (B)(6) on (B)(6) 2011, MDR reported by memometal technologies/ (B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.